Event description:
Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4). Our field service engineer retrieved the device logs. The customer is self-serving and we have not received information if any parts have been replaced. A movie was received showing the reported buzzy/noisy flow wave form during expiration phase. It also showed that the measured o2 concentration and respiratory rate was higher than set. Evaluation of the received device logs show that alarms for respiratory rate high was generated and also a few alarms for o2 concentration high, i.e. The o2 concentration becomes higher than the upper alarm limit which is set value +5 vol%. The test log shows that the last pre-use check before the event was performed more than 1.5 months prior to event date. The technical log did not contain any technical error codes that could indicate a malfunction of the ventilator. Since no part was reported as replaced or returned the root cause of the reported failure has not been determined.

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that during patient treatment, the ventilator showed expiratory flow wave form with a buzzy/noisy pattern. There was no patient harm. (B)(4).